Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s healthcare provider gave them a hernia while implanting the system. Because of this, the patient could not increase stimulation enough to make any difference because it gave them pain. The patient told them managing healthcare provider about it but nothing was done. The patient was going to visit a hernia surgeon to have the device removed. No further complications were reported.